Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that he had low blood glucose of 87 mg/dl and his insulin pump is not working correctly. Customer stated that his screen has gotten scratched and he is not able to read it. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window and cracked reservoir tube lip.